Event description:
It was reported that there was a defective implantable neurostimulator (ins). The set screw wouldn¿t tighten and the doctor said there was a lot of resistance when pushing the lead in. The doctor then tightened the set screw, it clicked, but it didn¿t tighten and hold the lead in place. The defective ins wasn¿t implanted and a new ins was used and worked fine and without issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the ins setscrew was backed out too far. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Product ID: neu_unknown _lead, serial# unknown, product type: lead. (B)(4).